Manufacturer narrative:
Multiple 510(k) numbers: bk050036. Bd received samples and photos from the customer facility for investigation. The samples were not evaluated, the photos were evaluated. This complaint is confirmed to be within the scope of a known issue. Quality has previously reviewed, evaluated and investigated this failure mode. No further action is required at this time. Based on evaluation of the complaint information, this complaint meets the criteria for a previously investigated complaint; reference (B)(4).

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes were dented. No serious injury or medical intervention.